Event description:
It was reported by the customer that it was impossible for the user to pass the catheter over the spring wire guide (swg). The insertion process could not continue because the swg broke. On 10/07/08, add'l info from the nurse stated she located the pt's left femoral vein and introduced the swg. Since the swg would not advance, she made the decision to stop the procedure. She then attempted to withdraw the needle and the swg together, however, the swg broke . As a result, the dr performed an x-ray and determined the swg was located in the pt's thigh. He removed the swg via a dissection. The dr did not open another kit. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.